Event description:
During a laparoscopy procedure, the cotton tip came off the applicator. The surgeon visualized it through the scope as it descended down the tube and removed it with the grasper.

Manufacturer narrative:
During a laparoscopy procedure, the cotton tip came off the applicator. The surgeon visualized it through the scope as it descended down the tube and removed it with the grasper. It is not known, how this applicator was being used and why it was in the tube in the first place. No further intervention was required and no pt injury resulted. The sample was returned and the issue was confirmed. We have had no other similar incidents reported to us for this component. A root cause has not been determined. No corrective action is being taken at this time.